Event description:
Right leg pain [pain in extremity]. Localized reaction to synvisc [local reaction]. Allergic reaction to synvisc [hypersensitivity]. Right knee warmth [joint warmth]. Right calf edema [oedema peripheral]. Right knee effusion [joint effusion]. Right knee swollen [joint swelling]. Top of the right knee hurts / right knee pain [arthralgia]. Right knee decreased range of motion [joint range of motion decreased]. Flare of sciatica [sciatica]. Eye sight worsened [visual acuity reduced]. Case description: spontaneous report received on 08-sep-2008 from a consumer regarding a (B)(6) female arthritis patient, (B)(6). The patient had injection(s) of synvisc in the right knee on unspecified date(s) in (B)(6) 2008. The patient reported that her eye sight worsened as noted on an eye exam a few weeks ago. The patient also had a flare of sciatica which was treated with an unspecified medication. The top of the patient's right knee, where the synvisc was injected, hurt especially during physical therapy and the right knee appeared swollen. As of the date of receipt of this report, the patient had not yet recovered. Additional information received on (B)(6) 2008 from a physician, via the consumer who provided her signed medical records from the injecting physician. The patient had a medical history of osteoarthritis degenerative changes of both knees with a suspected intra-articular loose body in the right knee and a slight narrowing of the medial joint compartment in the left knee. The patient received synvisc injections in the right knee on (B)(6) 2008, (B)(6) 2008, and (B)(6) 2008. The injections were given under sterile conditions without complication. The patient returned to the physician's office on (B)(6) 2008 with a complaint of right knee and leg pain and swelling. Upon physician exam, the physician noted effusion of the right knee with warmth and right calf trace edema. Under sterile conditions, the right knee was aspirated and 25cc of serous fluid was sent for culture and sensitivity. The aspiration was followed by injection of 1cc 0.5% xylocaine, 1cc 0.5% marcaine and 40mg of depo-medrol. There was immediate relief of the right knee pain after the procedures. The physician's note indicated that the patient had a localized reaction to synvisc and did not have any signs or symptoms consistent with right knee infection and/or right lower extremity deep venous thrombosis. The patient returned to the physician's office on (B)(6) 2008 with persistent pain in the right knee. The right knee had trace edema and warmth with decreased and painful range of motion. The physician's impression was right knee osteoarthritis status post allergic reaction to synvisc and status post right knee arthrocentesis and intra-articular steroid injection. The patient was to rest the right knee, take motrin or advil as needed and apply local ice wraps. As of the date of receipt of this report, the patient's outcome was unk. The patient indicated that the physician was no longer at the practice.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.